Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00516. It was reported that when the patient presented post-implant, it was observed that both the right ventricular and left ventricular leads had dislodged and were no longer able to capture. The physician elected to reposition the leads (B)(6) 2020 and the patient was discharged.